Manufacturer narrative:
Returned product was examined under magnification. All returned unbroken screws show signs of engagement with the plate: minor scraping of the anodization on tips of locking threads, minor scraping on bottom on non-locking screw heads. Screws are in good working condition. Additional mdrs associated with this event: 3025141-2018-00287: plate, 3025141-2018-00288: screw 1, 3025141-2018-00289: screw 2, 3025141-2018-00290: screw 3, 3025141-2018-00292: screw 5, 3025141-2018-00293: screw 6, 3025141-2018-00294: screw 7, 3025141-2018-00295: screw 8.

Event description:
At six weeks post op, two screws that had been implanted in the aculoc 2 vdr plate were found to be broken (by x-ray). The plate and screws, including the broken ones, were explanted.